Manufacturer narrative:
Date of event and implant date estimated since unknown.

Event description:
It was reported the closure device did not seal. A left atrial appendage (laa) closure procedure was performed during an ablation procedure and a watchman flx laa closure device was implanted. The patient had three transesophageal echocardiograms (tee) within six months following the procedure and it was noted the closure device did not fully seal the laa. The patient remains on eliquis and is deciding whether or not to have another procedure.